Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub tech reported unexpected outcome post aberrometer assisted cataract procedure. Reporter indicated if they had used the original pre operative plan, they would have gotten much closer to the target outcome. Upon follow up, reporter indicated no post operative patient intervention was needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. With no additional, related information provided, the reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. An internal investigation has been opened to address the reported issue. (B)(4).